Event description:
New information received notes the patient was asymptomatic. Noise was reproducible through isometrics on the right ventricular (rv) lead. Programming changes were made. No recent ventricular episodes were reported. The patient was being monitored remotely. There were no patient concerns or consequences.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up. Upon device interrogation several episodes of non-sustained right ventricular tachycardia were noted. The episodes were attributed to over-sensed noise exhibited by the right ventricular lead. No interventions were made. The patient was not pacing dependent.

Event description:
New information received notes a re-occurrence of noise on this right ventricular (rv) lead.